Manufacturer narrative:
Follow-up # 1 date of submission 11/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact. The ¿up¿ arrow button on the keypad was damaged and intermittently responsive to user presses.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.